Manufacturer narrative:
Corrected: evaluation codes.

Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of an atrium medical mesh product. Claimant alleges unspecified complications to the mesh. Since this is a potential legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional info comes to its attention.

Manufacturer narrative:
A review of manufacturing and sterilization records was performed and there was not any problems noted that would impact this report. Since this is a potential legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional info comes to its attention.